Event description:
It was reported that during a cryo ablation procedure, a "disk boot failure" notice appeared without a system notice number present. The console was rebooted twice without resolve. It was recommended to reboot once more and service has been recommended. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.